Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6)2023, it was reported that the pediatric patient was feeling unwell, pale and sweaty when he suddenly lost consciousness and fell. After losing consciousness the cgm was 110 mg/dl. The parent called an ambulance and the paramedics treated the patient with ¿emergency spray¿ (glucagon spray). They took a bg reading which was low. The patient was taken to the hospital and treated with IV glucose. After the treatment they took the measurements and the bg was over 53 mg/dl and the cgm reading was 53 mg/dl. The patient was discharged after 2 nights. At the time of the report the patient was well. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.